Manufacturer narrative:
A non-sterile orbit galaxy complex xtrasoft coil 3 x 4 was received coiled inside of plastic bag. The hypotube was inspected and kinks were found on it. Additionally, the hypotube was broken at the support coil area. The introducer was received in good condition and containing the support coil, gripper and embolic coil; dried blood was found over the introducer. The zipper was located at the broken area. The support coil, gripper and embolic coil were in good condition. Some waves were noted on the device; however these appear to occur during the handling of the unit when it was returned for evaluation. The separated piece of the hypotube was inspected under microscope; evidence of elongation was noted on both sides of the broken pieces. The failure was replicated with a lab sample, when closing the zipper above the support coil when it's outside from the introducer, the support coil presented the same appearance as the returned device.the gripper and embolic coil were inspected under microscope (through the introducer); both were found in good condition. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the costumer as "failure to detach" could not be evaluated due to the returned condition of the device. The cause of the kinks on hypotube could not be conclusive determined; the cause of the broken hypotube appears to be excessive force applied to it when trying to re-zip the introducer (due to the proximity of the zipper to the broken area and the elongation found) as it was confirmed through replication. Neither the analysis nor the DHR suggest that these damages could be related to the manufacturing process. Additionally inspections are in place that prevents these kinds of damages from leaving the facility. The evidence shows that the most likely cause is handling during procedure; therefore no corrective actions will be taken at this time. Additional information will submitted within 30 days of receipt.

Manufacturer narrative:
The product will be returned for analysis, and additional information will be submitted within 30 days of receipt.

Event description:
During a coil remobilization procedure of the internal carotid artery aneurysm (mildly calcified and moderately tortuous), the third orbit galaxycomplex xtrasoft 3 x 4 coil ((B)(4)) would not be detached using an unspecified dcs syringe ii. No further information was provided by the site regarding the issue. It is unknown if the syringe was taking past the green zone or red zone during that time. The galaxy was safely removed from the patient and the procedure was continued using a new product. It is unknown if the syringe and the excelsior sl10 micro catheter were also replaced or not. In the end the procedure was successfully completed. No patient injury was reported. The procedure was conducted in accordance with the IFU and the constant flush had been maintained. Prior to use, no defect (kink, bends etc) was noted on both the syringe and the galaxy by visual inspection. The complaint product is going to be returned for evaluation, but the syringe is not available for analysis. No additional information is available.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15566181 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During a coil remobilization procedure of the internal carotid artery aneurysm (mildly calcified and moderately tortuous), the third coil, a 3x4 orbit galaxy complex xtrasoft coil (640cx0304/15566181), could not be detached using an unspecified dcs syringe ii. No further information was provided by the site regarding the issue. It is unknown if the syringe was taking past the green zone or red zone during that time. The galaxy was safely removed from the patient and the procedure was continued using a new product. It is unknown if the syringe and the excelsior sl10 micro catheter were also replaced or not. In the end the procedure was successfully completed. No patient injury was reported. The procedure was conducted in accordance with the IFU and the constant flush had been maintained. Prior to use, no defect (kink, bends etc) was noted on either the syringe or the galaxy by visual inspection. It is not known if there were any damages after use. The syringe is not available for analysis. No additional information is available. A non-sterile 3x4 orbit galaxy complex xtrasoft coil was received coiled inside of plastic bag. The hypotube was inspected and kinks were found on it. Additionally, the hypotube was broken at the support coil area. The introducer was received in good condition and containing the support coil, gripper and embolic coil; dried blood was found over the introducer. The zipper was located at the broken area. The support coil, gripper and embolic coil were in good condition. Some waves were noted on the device; however these appear to occur during the handling of the unit when it was returned for evaluation. The separated piece of the hypotube was inspected under microscope; evidence of elongation was noted on both sides of the broken pieces. The failure was replicated with a lab sample, when closing the zipper above the support coil when it's outside from the introducer; the support coil presented the same appearance as the returned device. In order to inspect the gripper, it had to be removed from the introducer via the proximal side of the device. Once outside from the introducer the gripper and embolic coil were inspected via under microscope; both were found in good condition. The gripper and purge hole were inspected under scanning electron microscope and no damage or obstruction could be observed on them. The reported failure to detach the coil could not be evaluated with functional testing due to the separated condition of the return device; however, there were no contributing damages with inspection of the gripper and purge hole. The cause of the kinks on hypotube could not be conclusively determined; the cause of the broken hypotube appears to be excessive force applied to it when trying to re-zip the introducer (due to the proximity of the zipper to the broken area and the elongation found) as it was confirmed through replication. Neither the analysis nor the DHR suggest that these damages are related to the manufacturing process. Additionally inspections are in place to prevent these types of damages leaving from the facility. The evidence shows that the most likely cause of the reported event and condition of the returned device is handling during procedure; therefore no corrective actions will be taken at this time.